Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been requested.

Event description:
In 2007, the patient was treated for a traumatic transaction of the descending aorta with the gore tag thoracic endoprosthesis. The next month, a cat scan revealed compression as well as multiple wire fractures. Two days later, a re-intervention took place. A palmaz stent was placed proximally which opened the tag endoprosthesis and restored blood flow. The patient tolerated the procedure and was discharged from the hospital eight days later.